Manufacturer narrative:
Created in error et (B)(4) 2018.

Event description:
Created in error et (B)(4) 2018.

Manufacturer narrative:
The device was received at zoll medical corporation for evaluation. The reported problem was verified and attributed to a faulty transformer on the processor/bridge/pace board. The processor/bridge/pace board was replaced to remedy the problem. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.